Event description:
It has been reported to philips that the footswitch was not working. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wired footswitch failed to trigger x-ray during a procedure. The procedure was completed using the wireless footswitch. A philips service engineer inspected the system onsite but could not replicate the issue. No defect was found, and the system was returned to use. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch relating to a software bug. At the time this complaint was received, philips did not have enough information to exclude this connection failure and as such the complaint was reported. Based on the investigation's results, philips concludes that the complaint is not reportable.